Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system stopped receiving cgm readings for approximately three hours and then displayed repeated ¿error 60¿ restart prompts, identified as a bluetooth communication issue; multiple guided restarts did not resolve the alarm, and the patient was instructed to transition to backup therapy with multiple daily injections. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included temporary interruption of automated insulin delivery with user transition to backup therapy without hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed persistent restart alarms consistent with a communications fault attributed to the device¿s ble board communications pathway. No alerts were present on the device during inspection, however log review found alert 60 triggered multiple times during patient use. The ilet was retested on a fukuda leak tester and was flagged for a small detect. The device was then opened for inspection and corrosion was found on the hoverboard. Liquid was no longer present in the device, indicating that the ilet likely experience the malfunction when liquid had first entered the device. Once the liquid had dried, the alert was cleared. Due to the evidence of liquid damage, the device shall be scrapped.